Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files did not show any system notices or issues. Multiple known clinical issues were encountered during the procedure. The product malfunction allegation of air ingress could not be confirmed as the physical product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation was confirmed. A coronary angiogram was performed and air was confirmed in the right coronary artery. The case was able to be completed with cryo. Following the case, the patient developed ¿disturbance of consciousness¿. An MRI scan was performed and there was no change to the original diagnosis. No further patient complications have been reported as a result of this event. Additional information received indicated that the patient experienced "severe numbness or paralysis in arm(s)". The patient was discharged and continues to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.